Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/14/2024, an arthrex subsidiary employee reported via (B)(4) that an ar-12990n scorpion needle handle was stiff and the needles could not be released. Replaced with a new needle, but the needle broke off. This was discovered during a case. This case was completed by using another product of competing companies. No patient harms.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft.